Manufacturer narrative:
A specific root cause could not be determined. The partially clogged sample probe is the most likely cause.

Event description:
The customer reported that they received erroneous results for three patient samples tested for creatinine plus (creatinine), magnesium, and ion selective electrode (ise) sodium. Of the three samples, two were found to have results which are reportable as a malfunction. The first sample initially resulted as 3.4 mg/dl for magnesium and this value was reported outside of the laboratory. The sample was repeated on a different cobas 6000 analyzer, resulting as 1.6 mg/dl. The repeat result was believed to be correct and was issued as a corrected value. The second sample initially resulted as 5.26 mg/dl for creatinine and this value was reported outside of the laboratory. The sample was repeated on a different cobas 6000 analyzer, resulting as 0.6 mg/dl. The repeat result was believed to be correct and was issued as a corrected value. The patients were not adversely affected by the event. The magnesium and creatinine reagent lot numbers and expiration dates were not provided. The field service representative determined that there was a fluidics failure of the sample probe. He found that the end of the sample probe had a sticky residue on it. He replaced the sample probe. He ran precision studies on multiple assays and these passed. The customer ran quality controls and these passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.